Event description:
Procedure type: unk. According to the reporter: in preparation for surgery, the surgeon took the inner cylinder out, and the gray sealing part was disengaged. Used another device. No add'l bleeding. Nothing fell into the pt cavity. No tissue damaged. Operative time not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B) (4)